Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that an axsym cea result of 0.5 ng/ml was generated. The sample was repeated and a result of 67.8 ng/ml was generated. The results were not reported. There was no report of impact to patient management.